Event description:
The account reported the brake caster is not setting (brake not holding) when in brake mode, the brake casters will still roll. The stretcher was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Through trouble shooting the account found the brake pads are not making good contact with the brake caster tires. The most likely case is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The brake pads were adjusted on all brake casters by the account to resolve the issue. Based on this information, no further action is required.